Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0tnx9, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she was having pain and had to turn the stimulation down. It was noted that "the representative had it set at 1.4 but that was painful to patient and it felt like someone put a fork and stuck it in their vagina so she turned it down to 1.2. It was noted that was currently at 1.3 a day prior to this call and she had been taking some medication for pain and it¿s helped somewhat". The patient was currently at 1.3 and could feel it, it was a little sore but ¿she knew she has to progress on this". The patient had better control over their urine but not 100 percent and was still leaking". The patient program was changed from program 1 to program 2, and she was going to try it at 1.3 for 24 hours and will call me back the next day if it was still not helping her symptoms. The patient called a day later and stated she was still getting discomfort at 1.2 and wanted to try changing the programs. The patient stated it was like she never had the implant put in. Technical service helped patient move from program 3 at 1.2v to program 4 at 0.0v and increased stimulation to 0.8v and reported feeling faint stimulation. The patient will try this setting for 24 hours. Two days after previous call that the patient was not getting relief on program 4 at 1.0 "and after that it was too uncomfortable". The patient activated program 1 at 2.0v but that was too strong and was having pain. The patient stated that they now cannot communicate with the programmer and the implantable neurostimulator (ins). The patient was in pain and doesn¿t want to put the programmer next to her ins because she was in pain. The patient stated she will call back in a few hours when not in pain. The patient then call the next day and stated that they were able to lower stimulation and did not have pain from the stimulator but she has some soreness on the implant spot. The patient was now on program 1 at 1.7 last night and lowered it from 2.0 which was too strong. During the call, patient reported that at 1.8v she felt some stimulation. The patient was going to try this setting to see if it helps the symptoms. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. It was later reported that the patient went to see their health care provider (hcp) 10 days ago and was put on program 4 at 1.4v but it hasn¿t worked very well". It was noted that this has been happening for 10 days, since (B)(6) 2015. It was indicated that it appears that the hcp just moved the patient to program 4. During the call, patient reported feeling stimulation that was uncomfortable even when lowered stimulation to 1.2v. The patient reported never had therapeutic effect. The patient had not experienced any improvement with the one program she has access to right now. The patient next appointment was scheduled for (B)(6) @ 9:30 am but representative would be able to make it on (B)(6) to help with reprogramming. Patient was told that hcp office would contact you however they report they have not received a call from representative or hcp office and were dissatisfied. Patient felt pain when program four was decreased. Additional information received from the patient reported that overall the stimulator had not helped her very much. Her hcp planned to give her a botox procedure on (B)(6) 2015 to see if combination of both procedures would help her. Additional information from the patient reported that the ins was explanted. When asked if this was an elective explant or due to a device malfunction the patient stated that they were not sure, but said that the device was not working correctly and they were not getting effective therapy. The date of explant is unknown and patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.